Manufacturer narrative:
The bipap a40 pro model# itx3100s21 is substantially similar to the bipap a40 1111177 and will be reported in the united states under bipap a40 pro, 501k number: k121623.

Event description:
The manufacturer received information alleging a bipap a40 pro ventilator inoperative condition occurred. The customer reported the device is constantly alarming. There was no harm or injury reported. The device was forwarded to the manufacturer receiving inspection quality lab for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.